Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown quantity (approximately 3-5) unknown 2.7 mm locking screws device is unavailable for return. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an open reduction internal fixation (orif) for a right calcaneal fracture on an unknown date and was implanted with a 2.7mm variable angle calcaneous plate and an unknown number of 2.7mm variable angle locking screws. Patient had a follow up visit on an unknown date and x-rays showed a nonunion. Patient underwent revision surgery on (B)(6) 2016 to remove hardware. There was no breakage or loosening of the plate or screws prior to hardware removal. In the process of removing the 2.7mm variable angle locking screws, approximately 3-5 screws broke. The screw heads broke off, leaving the shaft of the screws in the patient. The surgeon was unable to remove all of the broken screws. An unknown number of screw shafts remain in the patient. The broken screw heads were retrieved. The plate was removed fully intact. There was a 10 minute surgical delay. Additional medical intervention was not required. X-rays were taken throughout the procedure. It is unknown if any of the x-rays were taken as a result of the screw breakage. Patient was revised to a 3.5mm lcp t-plate and 3.5mm locking screws and 3.5mm cortex screws. The procedure was completed successfully. Concomitant device reported: 2.7mm variable angle calcaneous plate (part # unknown, lot # unknown , quantity of 1). This report is for an unknown quantity of unknown 2.7mm variable angle locking screws this is report 1 of 1 for (B)(4).